Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent kyphoplasty. Intra-op, curette was used for the patient who had pseudoarthrosis. It was reported that the tip of curette was broken when the surgeon gripped its handle after locking. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis :visual and functional examination of the instrument confirms the instrument shaft is broken at the score line, with no other additional damage identified. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. The above observations are consistent with exceeding the design limits of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.